Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and all available information was investigated. The reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed. The reported rotated clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported dc shaft bends resulting in difficulty positioning the device appears to be related to the observed bent actuator mandrel; however, a definitive cause for the bent actuator mandrel in this case could not be determined. Although not confirmed, it is possible that procedural interactions (e.g. The patient anatomy and unintended curves on the device) resulted in increased tension on the device and therefore contributed to the user experience. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 3. The first clip was successfully implanted medial in the mitral valve leaflets, reducing mr to 2. A second clip delivery system (cds) was advanced to the mitral valve, to be implanted lateral to the first clip; however, when advancing the delivery catheter (dc) handle, the clip rotated and there was a bend in the dc shaft. It was impossible to position the clip due to the irregular movement. The cds was removed and was replaced. A total of two clips were implanted reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.